Event description:
It was reported that the patient went to the emergency room when an alert triggered for high impedance on the low voltage portion of the right ventricular (rv) lead. The rv low voltage impedance had steadily risen from 344 to 1024 ohms. It was also reported that there was an increase in capture threshold from 1.5v to 2.5v. The rv lead was reprogrammed and will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 5076-52 implantable pacing lead, implanted: (B)(6) 2007; product ID: d154awg implantable cardioverter defibrillator, implanted: (B)(6) 2007. (B)(4).